Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump shut down during an education session. The patient was receiving pca therapy (possibly dilaudid), heparin, and an antibiotic. When the antibiotic infusion completed and the channel alarmed, the patient requested a pca dose. The clinician reported that when the pca dose button was pressed while the antibiotic channel was alarming, the pcu displayed an error code and subsequently shut down. Once the shutdown occurred, the infusion or pca volume data was not available from the devices. The clinician confirmed that an etco2 module was not in use at the time. There was patient involvement, but no harm. Additional information received 26feb2026: customer states no additional information will be provided. Devices will not be returned.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had pca - error code - pump shut down was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump shut down during an education session. The patient was receiving pca therapy (possibly dilaudid), heparin, and an antibiotic. When the antibiotic infusion completed and the channel alarmed, the patient requested a pca dose. The clinician reported that when the pca dose button was pressed while the antibiotic channel was alarming, the pcu displayed an error code and subsequently shut down. Once the shutdown occurred, the infusion or pca volume data was not available from the devices. The clinician confirmed that an etco2 module was not in use at the time. There was patient involvement, but no harm. Additional information received 26feb2026: customer states no additional information will be provided. Devices will not be returned.